Event description:
Device 1 of 2: ref. MFR. Report #: 1627487-2014-26832. It was reported the pt was unable to keep the stimulation on. X-rays were taken and revealed that the model 3146 and the model 3163 leads have migrated. Lead diagnostics showed invalid impedances on multiple contacts surgical intervention may be pending to address these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.